Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported by that during a robot-assisted gastrectomy, the staples on the inner 2 lines were loosely formed at the first firing on the duodenum. Another competitive device was used to complete the case. The surgeon anastomosed the competitive product without converting to open. However, the surgeon cut the duodenum additionally by the stapling failure, and as a result the gastroduodenal anastomosis was gotten the tension than usual. The surgeon said that there was no problem with the patient. There were no adverse consequences to the patient. No further information is available.